Event description:
The account alleged the brake casters rotate to the side when the bed is pushed while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.